Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter clogged the air/water nozzle. There have been no reports of deformation or damage to the air/water nozzles. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed due to deep dents and scratches on the plastic distal end cover. In addition to foreign material clogging the nozzle, evaluation findings are as follows: the light guide lens had small cracks, the glue of the bending section cover was cracked; these findings required repair. Also recommended for repair were low angulation, minor shakiness of the insertion tube, and replacement of the customer label of the scope connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus support specialist reported (on behalf of the customer) that the while using the evis exera iii gastrointestinal videoscope, the insulation was not working properly and the plastic distal end cover looked chipped and burnt. The issue occurred during the procedure and there was no patient harm associated with the event. The device was returned and evaluated, and there was foreign material found to be clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.